Manufacturer narrative:
The device was returned to olympus for inspection. New information: b5, d10, h6 (component code, type of investigation, investigation findings, and investigation conclusions). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water (aw) cylinder, aw tube, jet tube, and connecting tube. There was no patient involvement.

Event description:
It was reported the videoscope exhibited contamination in the air/water device channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.